Event description:
It was reported that this electrode over-sensed non-physiologic noise in secondary sense vector. The patient was seen in clinic, and x-ray imaging was obtained. The noise was readily inducible in all three sense vectors, and therapy was subsequently disabled to mitigate inappropriate therapy. Technical services was consulted, and explant and replacement of the electrode was recommended. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
The electrode was returned to our quality assurance laboratory in two segments, fractured (with complete separation of both the insulation and conductor coils) at approximately 60 millimeters (mm) from the terminal end. Visual examination identified a bend in the boot insulation located approximately 26 to 28 mm from the terminal pin. An x-ray of the electrode confirmed the inner conductor coil was fractured approximately 26 to 28 mms from the terminal end. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed noise and oversensing.

Event description:
It was reported that this electrode over-sensed non-physiologic noise in secondary sense vector. The patient was seen in clinic, and x-ray imaging was obtained. The noise was readily inducible in all three sense vectors, and therapy was subsequently disabled to mitigate inappropriate therapy. Technical services was consulted, and explant and replacement of the electrode was recommended. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information: this electrode was explanted and replaced, and it was returned for analysis. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
Current evidence suggests this electrode remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode over-sensed non-physiologic noise in secondary sense vector. The patient was seen in clinic, and x-ray imaging was obtained. The noise was readily inducible in all three sense vectors, and therapy was subsequently disabled to mitigate inappropriate therapy. Technical services was consulted, and explant and replacement of the electrode was recommended. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that this electrode over-sensed non-physiologic noise in secondary sense vector. The patient was seen in clinic, and x-ray imaging was obtained. The noise was readily inducible in all three sense vectors, and therapy was subsequently disabled to mitigate inappropriate therapy. Technical services was consulted, and explant and replacement of the electrode was recommended. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information: this electrode was explanted and replaced, and it was returned for analysis. Besides intervention, there were no other adverse patient effects reported. An updated report will be issued upon completion of laboratory analysis. Please note the explant date has not yet been reported and will be included in the next report.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.